Event description:
It was reported that the patient experienced a ¿collapse¿. An x-ray performed in the clinic showed that the lead was not in place. The lead was explanted and replaced. The patient was enrolled in the protect-pace clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).